Manufacturer narrative:
Analysis found that the device was too dirty and the bearings were corroded leading to overheating of the device. One minute temperature: point 1: 80°f, point 2: 121°f, point 3: 117°f. Ambient temp(f)75 speed: 60059 rpm. If information is provided in the future, a supplemental report will be issued.

Event description:
A dealer reported that the device was overheating prior to use. There was no patient involvement.